Event description:
On (B)(6) 2022, it was reported by a distributor via sems that a ar-9625 hex driver tip broke. This occurred on (B)(6) 2022 during a reverse shoulder arthroplasty. There was no patient effect reported. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9625 driver was returned for investigation. Visual inspection identified that the distal end of the drive geometry had broken off, and the remaining hex tip was twisted/rounded. Assessment of the breakage site indicated that the device most likely broke under torsional strain. A probable cause is attributed to over-engaging/over-torquing the driver within the screw head.